Event description:
Bard port, MRI implantable port 8 fr groshong single lumen placed in pt, unable to draw back blood. Checked via x-ray fluoro for patrincy, checked for kinks in cath. Checked tip via x-ray-dye. Port-a-cath flushed bit again- not able to draw back blood return. Port changed- now plastic port implanted- blood return obtained from new port.